Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison and all of the results obtained. The customer's expected fasting blood glucose test result range is 100 to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,product stores in the kitchen. The test strip lot manufacturer's expiration date is 10/24/2017 and open vial date is approximately ten days ago. The meter memory was reviewed for previous test result history : (B)(6). Customer states that the true results a previous meter used, gave results closer to his a1c test. Customer ran a blood test and got 169 mg/dl on the true result and then run back to back test on the true metrix meter and got 217 mg/dl. Customer does not have the true results meter with him. Customer informed this true product is not longer sold.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison and all of the results obtained. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,product stores in the kitchen. The test strip lot manufacturer's expiration date is 10/24/2017 and open vial date is approximately ten days ago. The meter memory was reviewed for previous test result history : 217mg/dl (B)(6) 2016 08:19 pm fasting: yes; 218mg/dl (B)(6) 2016 05:59 pm fasting: yes; 228mg/dl (B)(6) 2016 05:57 pm fasting: yes. Customer states that the true results a previous meter used, gave results closer to his a1c test. Customer ran a blood test and got 169mg/dl on the true result and then run back to back test on the true metrix meter and got 217mg/dl. Customer does not have the true results meter with him. Customer informed this true product is not longer sold.